Event description:
Asr revision. Asr xl - left. Reason(s) for revision: infection, pain, metallosis, alval / soft tissue reaction - blackish material found in operation, osteolysis and bone reduction. Please note when the implant was removed this patient required a spacer inserting and anti-biotics.

Event description:
Asr revision; asr xl - left. Reason(s) for revision: infection, pain, metallosis, alval / soft tissue reaction - blackish material found in operation, osteolysis and bone reduction. Please note when the implant was removed this patient required a spacer inserting and anti-biotics. Additional information no lot number or product codes provided for implants only advised that the cup was (B)(4) and a corail stem of (B)(4) was used. Added dummy stem - (B)(4) 2013. Re-opened (B)(4) 2014 to create adi and send to (B)(4).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.